Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Good faith effort attempts are being made to try and retrieve device return status and additional details regarding the reported event. As of today, requested information has not been received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device had been explanted from the patient due to an infection. The patient was also receiving antibiotic treatment. No additional adverse patient effects were reported. The explanted icm device has not been returned.